Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, information not provided. Best estimate is between 3/24/2020-6/30/2020. If implanted, give date: unknown/not provided. If explanted, give date: not applicable as the device remains implanted. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the patient complained about halo/glare during the post operation evaluation around two weeks. Reportedly, the surgery was completed successfully. The patient indicated that he could not see well with his corrected visual acuity of about 0.4. The lenses were implanted on (B)(6) 2020 respectively (left and right unknown), and his visual was relatively good (0.8 to 0.9) for several days after the operation. The patient referred to another hospital for a second opinion and it was concluded that the surgery was not a problem. The doctor and the patient are waiting for the symptoms to subside. The patient had bilateral lens implants. This report is for the first eye. A separate report will be submitted for the patient¿s second eye.